Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator early. The device will be explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was further reported the device was explanted.

Manufacturer narrative:
Product event summary (B)(4): eri caused by high battery impedance noted on (B)(6) 2012 prior to explant. Ramware version 3 installed on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.